Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a surgery with the patient with history of pelvic organ prolapse surgically treated on (B)(6) 2016 by vaginal hysterectomy with richter sacrospinous fixation presented with a medically significant adverse event of recurrent genitourinary prolapse, characterized by grade iii cystocele and grade iii vaginal vault prolapse, requiring reoperation. The patient underwent corrective surgery via a vaginal approach, including anterior and posterior colpoperineorrhaphy, repeat sacrospinous fixation and implantation of a knitted polypropylene subvesical prosthesis. The procedure involved vesicovaginal dissection, bilateral sacrospinous ligament suturing with placement of an h-shaped mesh prosthesis with posterior arms fixed to the sacrospinous ligaments and anterior arms routed through latero-vesical tunnels and secured via suprapubic incisions, as well as partial anterior colpectomy and closure of colpotomies. The patient has been referred by the patient's doctor for vaginal pain and bleeding since the operation. The patient had discomfort during rs, impossible since 2017. The magnetic resonance imaging (MRI) showed a retrovesical prosthesis in contact with the vagina. Clinically, cystocele was present. The prosthesis under the bladder with two arms can be felt laterally. Very superficial, non-eroded prosthesis. Indication for removal of the eroded part vaginally retained. The patient was apyretic and not algic. Ablation of the saphenous vein (sv) on day 1 with resumption of urination. Bleeding erosion was noted and there was an intervention to remove a fragment of the prosthesis and significant pain since the procedure to date.